Event description:
A peritoneal dialysis registered nurse (pdrn) contacted baxter product surveillance on (B)(6) 2012. She reported that this homechoice patient (hp) had presented to the clinic with symptoms of infection and cloudy effluent and had been diagnosed with peritonitis on 25 (B)(6) 2012. The patient was treated with ceftazidime and cefazolin (dose, frequency, and route not reported) for the event of peritonitis. At the time of this report the hp has not been hospitalized for this event. The hp is recovering from this peritonitis event. The pdrn stated that the cause of the peritonitis was unknown, but suspected that it was related to the baxter products or solutions as the clinic had seven patients diagnosed with peritonitis in the month of (B)(6).

Manufacturer narrative:
(B)(4). This report is regarding patient 1 of the 7 mentioned peritonitis patients. This is report 1 of 2 for this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the actual sample is not available. The patient did return an additional sample for evaluation. A batch review was conducted on potentially associated lots (h12b18012 and h12a20101) and no issues were found related to the reported condition during the manufacture of those lots. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). One companion sample was received for evaluation. The set was tested underwater at 8psi with no leak noted. No manufacturing abnormalities were noted during visual inspection. The device met the performance specification requirements. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.

Manufacturer narrative:
(B)(4). Follow up information was received by global pharmacovigilance (gpv) from the peritoneal dialysis registered nurse(pdrn) on (B)(6) 2012. The pdrn stated that the homechoice patient (hp) was not hospitalized for this peritonitis event. A peritoneal effluent cell count was completed on (B)(6) 2012 prior to the start of antibiotic therapy. The peritoneal effluent cell count showed a white blood cell count (wbc) of 3425. The differential was 82% neutrophils, 3% lymphocytes and 14% monocytes. The peritoneal effluent culture was positive for staphylococcus. The hp was treated with cefazolin (1gram, ip, daily x21 days) and ceftazidime (1gram, ip, daily x21 days). A follow up report will be submitted if additional information becomes available.